Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the unit was activating intermittently. The procedure was successfully completed with the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/29/2008. Insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom was confirmed during the evaluation when it was found that the cpc connector was out of alignment and would not always engage the coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.